Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: extrusion/infection. (B)(4).

Event description:
It was reported that a caucasian female who underwent breast reconstruction revision with a 590cc mentor memorygel breast implant experienced left sided infection with device extrusion post procedure. As a result, the device was explanted without replacement on (B)(6) 2020. This event was part of a clinical study. This device was a replacement implant due to previous capsular contracture in an event reported under 1645337-2020-12920.